Event description:
The user facility reported a 61-year-old male patient was implanted with an impella device for mechanical circulatory support. During support, the purge sidearm reportedly broke. A purge sidearm bypass was completed and support was maintained. There was no patient harm.

Manufacturer narrative:
The device was returned and an evaluation was completed. In regards to the report of a broken purge sidearm, a review of the provided data logs noted a decrease in purge pressure coinciding with an increase in purge flow on 10aug2021. This triggered purge pressure low alarms. The purge sidearm was returned in pieces with a needle for bypass in the purge lumen of the pump handle. Upon conclusion of the investigation, the root cause of the purge sidearm damage was bond damage after patient movement.this report is being filed as part of a retrospective review of historical records.